Event description:
Info received indicates that the bed foot hi-low drifts down.

Manufacturer narrative:
Tech found that the foot hi-lo cylinder was bad and leaking fluid causing it to drift down. Replaced the foot hi-lo cylinder to resolve this issue.